Event description:
It was reported that the patient experienced a prolonged high glucose for about four hours while using an ilet with a teflon infusion set in the abdomen and a dexcom g7 cgm, attributed by the patient to insulin leakage at the cartridge-connector interface after connecting the cartridge to the connector outside the ilet; the patient then changed supplies and administered an external insulin injection while remaining connected, after which glucose returned to range. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the issue involved an improper or incorrect procedure or method with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.